Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The patient was given aloe from his physician. The patient's physician also confirmed that the irritation was due to a pre-existing condition known as urticaria. Follow-up indicated that the irritation was healing.